Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of an extension line leak could not be confirmed. The customer returned one double lumen hemodialysis connector assembly. The connector assembly showed signs of use. A foreign artifact could be found lodged in the red arterial luer hub. The material appears to be either a piece of tubing or a piece of a cap. No other defects or anomalies were observed. Leak testing was performed by attaching the blue luer hub to the leak tester, separately and by occluding the distal end of the extension lines. The water was turned on and the pressure was increased slowly to 45 psi for 30 sec. No leaks were detected from the blue luer hub extension line. An attempt was made to remove the foreign artifact from the red luer hub; however, the piece could not be removed. Attempt at removal resulted in a crack along the seam of the red luer hub. The red luer hub could not be tested as the hub could not be connected to anything due to the foreign occlusion. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the time of discovery and the condition of the sample received it was determined other remarks: that operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the laminar airflow room after the catheter was in use for two months in the patient's jugular vein, the nurse found the extension tube leaking. As a result, the doctor replaced it with a new extension tube. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male 170 cm tall weighing (B)(6) with a history of kidney dysfunction.